Manufacturer narrative:
(B)(4). Concomitant medical products: biomet head catalog#14-107018 lot#986970. Biomet head catalog#14-107017 lot#772470. Biomet liner catalog#010000982 lot#6420770. Biomet liner catalog#110010290 lot#3696649. Reported event was confirmed with the information received. The zimmer stem was used in conjunction with biomet head. Zimmer-biomet has not assessed or confirmed the compatibility of these combinations of devices, and these would be considered off-label usages of these/this devices. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is determined to be off label usage due to incompatibility of products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision due to unknown reasons. The freedom 12/14 head implant morse taper did not engage on the trunion of the ml taper stem. Another head was used. No further event information available at the time of this report.